Manufacturer narrative:
Scale system out of calibration.

Event description:
It was reported by service report that the scale was not showing accurate weight and would not zero. No patient involvement or adverse consequences are reported.